Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint were found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/18/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 2/26/2014 and 4/8/2014, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown, 2, and 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.